Event description:
Information was received that during the use of a smiths medical endobronchial tube, the cuff was noted to be leaking causing patient to not be able to isolate internal or external gas and the patient could not be anesthetized. The doctor then immediately removed the device and replaced it with another to re-implement general anesthesia. The operation was able to be completed successfully after that. It was noted the patient was admitted to the hospital at 15:50 on (B)(6) 2019 due to "sudden right chest pain for more than 1 day". The patient was admitted to the hospital at 15:50 on (B)(6) 2019 due to "sudden right chest pain for more than 1 day".